Event description:
Healthcare professional reported a rupture of left side. Device remains implanted. .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: more than three striated openings in the anterior, posterior and radius side assessed as surgical damage.